Event description:
It was reported that the patient was first implanted with an unspecified sling device after he underwent a prostate surgery approximately ten years ago. The sling device was ineffective in treating his incontinence. The patient was implanted with an artificial urinary sphincter (aus) as a result. The aus effectively treated his incontinence for a few years, until it suddenly stopped working during a walk in his yard. The patient reported that they lost complete urinary control at that point. The patient subsequently underwent a replacement surgery in which the existing aus was explanted and replaced with a new one. Shortly after the replacement surgery, the patient reported that his urethra was perforated by the replacement cuff. The patient underwent another aus replacement surgery because of this incident. The patient subsequently reported that he experienced recurring urinary incontinence with his latest aus. He reported that he went from using one pad per day, to five. The patient expressed concern that they will be implanted with their fourth aus replacement device in the span of ten years. The patient also inquired if his experience was typical with respect to the failure rate of the aus devices. The patient also asked for some advice on a planned aus replacement surgery, while encouraging that some lessons be learned from his personal experiences with the devices. The patient later underwent aus replacement surgery on the (B)(6) 2019. The existing aus was explanted and replaced with a new aus consisting of a 3.5 cm cuff, pump and balloon. The explanted aus is expected to be returned. A supplemental report will be filed upon completion of the product analysis.

Event description:
It was reported that the patient was first implanted with an unspecified sling device after he underwent a prostate surgery approximately ten years ago. The sling device was ineffective in treating his incontinence. The patient was implanted with an artificial urinary sphincter (aus) as a result. The aus effectively treated his incontinence for a few years, until it suddenly stopped working during a walk in his yard. The patient reported that they lost complete urinary control at that point. The patient subsequently underwent a replacement surgery in which the existing aus was explanted and replaced with a new one. Shortly after the replacement surgery, the patient reported that his urethra was perforated by the replacement cuff. The patient underwent another aus replacement surgery because of this incident. The patient subsequently reported that he experienced recurring urinary incontinence with his latest aus. He reported that he went from using one pad per day, to five. The patient expressed concern that they will be implanted with their fourth aus replacement device in the span of ten years. The patient also inquired if his experience was typical with respect to the failure rate of the aus devices. The patient also asked for some advice on a planned aus replacement surgery, while encouraging that some lessons be learned from his personal experiences with the devices. The patient later underwent aus replacement surgery on the 5th of march 2019. The existing aus was explanted and replaced with a new aus consisting of a 3.5 cm cuff, pump and balloon. The explanted aus is expected to be returned. A supplemental report will be filed upon completion of the product analysis.

Manufacturer narrative:
Investigation results: cuff: the complaint component was returned and analyzed, and while the reported allegation of recurring incontinence could not be confirmed via analysis, a leak in the occlusive cuff shell was identified as the result of wear at a fold and compression set from the outside in. An overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. No escalation to ncep, CAPA, or scar is required, balloon: the complaint component was returned and analyzed, and the reported allegation of recurring incontinence could not be confirmed via product analysis. The pressure regulating balloon was visually inspected and functionally tested. The balloon shell was oval, indicative of over-filling. No leak was identified and the balloon performed within specification. The product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen as the reported device problem cannot be confirmed. The reported allegation could not be confirmed. No escalation to ncep, CAPA, or scar is required pump: the complaint component was returned and analyzed, and the reported allegation of recurring incontinence could not be confirmed via product analysis. The product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen as the reported device problem cannot be confirmed. The reported allegation could not be confirmed. No escalation to ncep, CAPA, or scar is required model number: 72400024. Lot number: 843632017. Model description: balloon fgs 61-70 cm. Model number: unk-p-aus. Lot number: n/k. Model description: artificial urinary sphincter pump.

Manufacturer narrative:
Investigation results: the complaint component was returned and analyzed, and while the reported allegation of could not be confirmed via analysis, a leak in the occlusive cuff shell was identified as the result of wear at a fold and compression set from the outside in. An overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. No escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient was first implanted with an unspecified sling device after he underwent a prostate surgery approximately ten years ago. The sling device was ineffective in treating his incontinence. The patient was implanted with an artificial urinary sphincter (aus) as a result. The aus effectively treated his incontinence for a few years, until it suddenly stopped working during a walk in his yard. The patient reported that they lost complete urinary control at that point. The patient subsequently underwent a replacement surgery in which the existing aus was explanted and replaced with a new one. Shortly after the replacement surgery, the patient reported that his urethra was perforated by the replacement cuff. The patient underwent another aus replacement surgery because of this incident. The patient subsequently reported that he experienced recurring urinary incontinence with his latest aus. He reported that he went from using one pad per day, to five. The patient expressed concern that they will be implanted with their fourth aus replacement device in the span of ten years. The patient also inquired if his experience was typical with respect to the failure rate of the aus devices. The patient also asked for some advice on a planned aus replacement surgery, while encouraging that some lessons be learned from his personal experiences with the devices. The patient later underwent aus replacement surgery on (B)(6) 2019. The existing aus was explanted and replaced with a new aus consisting of a 3.5 cm cuff, pump and balloon. The explanted aus is expected to be returned. A supplemental report will be filed upon completion of the product analysis.